Event description:
It was reported during prostate procedure two fibers failed due to fiber break issue. The fiber tip (cap) of the first failed fiber was not cleaned during the procedure. There is no information regarding how the procedure was completed. There was no injury reported to the patient due to this issue.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Based on the observed fiber findings (cap not aligned and charred, severe devitrification, minor scratched, slight melting), it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of glue failure. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to this investigation. However, based on analysis results, the reported fiber tip break was not confirmed as no breaks were identified at the fiber tip. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. This is for the same event as manufacturer report 2937094-2018-60300.

Event description:
It was reported during prostate procedure two fibers failed due to fiber break issue. The fiber tip (cap) of the first failed fiber was not cleaned during the procedure. There is no information regarding how the procedure was completed. There was no injury reported to the patient due to this issue. This event is for first failed fiber.